Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq1104 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking at or near the solo valve and/or the first 1-5 cm of catheter (under the skin). No harm to the patient was observed. PICC was replaced with a new PICC.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue throughout the sample and the ink on the extension leg was observed to be faded. The sample was flushed and pressurized with a 12 ml syringe of water and no leaks were observed. However, when the catheter was filled with water and held vertically with the luer hub on top, water was observed to leak from the distal end of the catheter, indicating the solo valve was malfunctioning. A microscopic observation of the solo valve revealed a small, diagonal split on one of the smaller aspiration valves. The luer hub was dissected and the valve was extracted for closer inspection. The edges of the split were observed to be distinct and striations were observed on the fracture surface of the split. The observed features of the split in the valve indicate the valve was damaged by a ground-sharpened instrument. However, it is unknown when or where the valve may have come in contact with a sharp instrument. It is possible the valve was damaged during manufacturing or assembly of the valve or during use. The manufacturing facility was made aware of this event.

Event description:
It was reported that the PICC was leaking at or near the solo valve and/or the first 1-5 cm of catheter (under the skin). No harm to the patient was observed. PICC was replaced with a new PICC.